Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The procedure involved targeting two nodules with the first nodule measuring 5.6 centimeters in the left lower lobe lateral segment; the size of the second nodule in the right middle lobe medial segment was unknown. The instruments used for biopsy under c-arm fluoroscopy included a 21g flexision needle. Upon waking up from anesthesia, the patient reported experiencing chest pain. A chest x-ray revealed a pneumothorax in the right lung. A chest tube was subsequently inserted to resolve the pneumothorax. The patient remained in the hospital overnight, and the pneumothorax was successfully resolved. The chest tube was removed, and the patient was discharged home. The physician believed the pneumothorax was not ion-related and would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.